Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and the multi-function cable was replaced. The device was recertified and returned to the customer. The multi-function cable was returned to zoll medical corporation, united states. The malfunction was attributed to an open wire pin 1 patient end to pin 1 device end (apex wire) within the multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable on the device did not work at all. Complainant did not provide any further information. Complainant indicated that there was no patient involvement in the reported malfunction.